Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient¿s right ventricular lead was pulled back. A slightly increase in threshold was noted. The lead was replaced successfully and patient was stable post-procedure.

Manufacturer narrative:
Correction: no capture noted should have been included in the initial MDR event description.

Event description:
It was reported that an asymptomatic patient¿s right ventricular lead was pulled back. No capture and a slightly increase in threshold was noted. The lead was replaced successfully and patient was stable post-procedure.